Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about having low blood glucose. Blood glucose was reported 51mg/dl and was 128mg/dl later. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.